Event description:
A (B)(6), male, pt, contacted zoll customer support to report a damaged electrode belt connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon investigation, the electrode belt connector locking nut was cracked in half. The root cause for the damaged locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.